Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we found that the power is turned off occasionally because of a failure of g1 board. The sdi1 images are not displayed because of a failure of the qb board. It was not possible to identify root cause of the failure of circuit boards. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (osh) was informed via repair request that the customer high-definition liquid crystal display monitor has an image malfunction, ¿no image-power supply indicator did not light¿. The customer reported problem was found during a maintenance inspection before use. It was reported no procedure was involved and no death, injury or harm was reported to olympus.

Manufacturer narrative:
The concerned device was returned to the olympus repair center. The repair evaluation confirmed/reproduced the customer¿s reported problem, no image/signal displayed under serial digital interface (sdi) channel the malfunction was isolated to a defective circuit (qb) board. The evaluation also found the power turns off intermittently due to a defective circuit (q1) board. Additionally, the display screen is scratched. The device has not been repaired in the last year. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.